Event description:
The lead was returned to the manufacturer after being explanted post mortem with no performance issue reported. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis information -- product ID# 5524m45 a proximal portion was received measuring 6.5 cm. A distal portion was received measuring 6.5 cm. The lead was returned, analyzed and there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant products: implantable pulse generator product ID: kdr901, implanted: (B)(6) 2002. Implantable pacing lead product ID: 5024m-52, implanted: (B)(6) 2002. (B)(4).